Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va0nsgb, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0nsgb, ubd: 19-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had hip surgery in (B)(6) 2018 and believed they cut the lead and the ins had moved a lot, they were wondering if it was dangerous. The patient reported they thought they cut the lead because the ins was moving. The patient didn¿t have any trouble anymore with their bladder symptoms and didn¿t have the utis. The patient hadn¿t used the programmer almost since that time of hip surgery and haven¿t had any problems. The patient stated the ins moved near the spine, but it had moved back, and it was 4-5 inches from when it was placed. The patient noted they noticed it a few months after the hip surgery that the ins had moved. A week or so before the report they were trying to get out of bed and had pain first like in their groin and lower abdomen, then noticed it hurt in their back. The patient got to thinking and wondered if it could be the implant, the ins had moved a lot. The day of the call it was 2-3 inches down from their waist, must have been 4-5 inches from where they put it in. The patient noted not being in severe pain, but it was painful. The patient was sent physician listings and were redirected to follow up with one of them. No further complications were reported.